Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the product insert. Root cause: customer procedural error. Source: phone.

Event description:
Reports 4 unconfirmed false positive results, dual positive for flu and sars, unable to specify which flu result was positive. Patients were symptomatic. No apparent adverse event. Report 4 of 4.